Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
The device was not available for evaluation. No determination could be made as to the cause of the reported issue.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The verification of instruments can be affected by non-device related factors such as passive spheres, verification technique, or lighting, damage to the array or damage to the instrument. Troubleshooting techniques that can be used when being presented with instrument verification issues include: adjusting or replacing the array spheres, verifying instruments off the end effector, switching out the instrument or array, or reducing reflection caused by operating room lights. Ultimately, all implants were placed successfully using traditional methods and no adverse effect to the patient was reported. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique. The following sections were updated for this supplemental report: b4, d7a, g6, h2, h3, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.